Event description:
It was reported that during the use of the product, leakage of air from the blue cuff was observed. No patient injury was reported.

Event description:
It was reported that during the use of the product, leakage of air from the blue cuff was observed. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. Four photos were included in agile attachments for evaluation and a small hole was detected in pilot balloon. One sample was returned for evaluation; the sample was received in used conditions without original package. The returned sample was visually inspected under normal conditions of illumination. It was noticed that there was a small hole detected in pilot balloon. During functional testing, the sample was leak tested by connection to a leak tester machine to identify any leaks. A leak on the pilot balloon was detected; the complaint was confirmed. The sample returned was verified in the pressure decay test that is capable of detecting the leak that caused the hole. Operations prior to the pressure decay test was reviewed and it was confirmed that there were no sharp surfaces that could cause the hole that is shaped as a pin hole. This indicates that the damage could be caused after the manufacturing process. No action was taken since cannot be confirmed that the failure mode was caused during the manufacturing process.